Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead dislodged during suturing of the rv lead, which was confirmed via fluoroscopy. The physician attempted to screw the rv lead back in, but the helix of the rv lead failed to extend. The rv lead was not used and replaced. The patient remained stable throughout the procedure.